Event description:
Account reported initial sodium results of 127 and 158 that repeated as 137 and 140 respectively when rerun. The incorrect results were not used to guide therapy. The field service representative found a bubble in the electrode and repaired the instrument by removing the bubble and performing ise maintenance.